Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported recent urolift patient case completed on (B)(6) 2025 came back in complaining of bilateral abdominal pain for a few days. Dr (---) saw echemosis of lower abdomen and penile skin; bilateral lower extermity swelling; dr (---) determined a pelvic hematoma and sent patient to emergency room. Patient blood pressure was 107/66 and heartrate of 90. Hemoglobin dropped form 14 down to 10. Patinet is now stable and recovering.

Event description:
It was reported "recent urolift patient case completed on (B)(6) 2025 "came back in complaining of bilateral abdominal pain for a few days. Dr saw chemosis of lower abdomen and penile skin; bilateral lower extremity swelling; dr determined a pelvic hematoma and sent patient to ER. Patient blood pressure was 107/66 and heartrate of 90. Hemoglobin dropped from 14 down to 10. Patient is now stable and recovering."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.